Manufacturer narrative:
(B)(4) follow up for device evaluation. Two samples of 10ml luer-lok syringes with 18x1-1/2" needle attached (part number 305064, batch 5216331) were received and evaluated. One sample was received in a sealed package with complete product information on the top web and exhibited no defects. The second sample was received in an unsealed package, and the needle shield was broken at the tip, resulting in a live needle condition. This observed condition is non-conforming to product specifications. The potential root cause of the shield damage is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 5216331. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syr 10ml ll w/ndl 18x1-1/2 blunt fill needle went through the shield. The following information was provided by the initial reporter: material#: 305064. Batch#: 5216331. Verbatim: rcc received a complaint via email. Injuries or adverse event: no. Item: 3050694. Quantity affected: 1 each. Serial/lot number: (B)(6). Po: (B)(4) are any samples available for return? Yes. Reported issue: accidentally poked by a needle from a sealed syringe- and-needle combo package. The exposure occurred when handling the unopened package, and the needle punctured through the packaging, resulting in a needlestick injury. Customer disposition request: log only.